Event description:
It was reported the patient presented with neck pain, head pain, and facial numbness. The doctor recommended surgery on her neck and cervical spine. The patient underwent posterior spinal instrumentation c1-c2 using an allograft in which rhbmp-2/acs was used. Post-operatively, the patient noticed her sutures pulling apart and the incision draining enough green discharge that she had to change the dressing several times a day. The patient attended post-operative visits. Six to eight months after first surgery, patient began experiencing excruciating neck pain. An x-ray was taken, per doctor it was normal. The surgery has left an abnormal scaring. Around august of 2012, patient spoke to doctor about her numbness in both arms. On an unknown date in (B)(6) 2013, patient underwent hardware removal surgery and another c1-c2 fusion surgery to repair the damage from first surgery. The patient is experiencing more constant and severe neck pain than she experienced prior to the infuse surgery. Patient is facing a probable surgery, using her own bone for fusion because the second fusion is not taking well due to the first surgery.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.